Event description:
The patient's log was interrogated and she was found to have multiple episodes of pump stoppage. Fluoroscopy confirmed a crush of the driveline. This was later noted to be internal. Pump exchanged.